Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03045. It was reported that the pacer dependent patient presented for a follow-up in clinic. Noise was observed on both atrial and ventricular channels. The noise was confirmed when moving the arms. The pacemaker was explanted and replaced. The right ventricular lead was capped and replaced on (B)(6) 2019. The noise was resolved. The patient was stable.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.